Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14c28090, h14e10010 and h14f02098. There were no issues detected during the manufacturing processes. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis. It was reported that the patient was treated with unspecified antibiotics intraperitoneally, possibly ¿cefepime and vanco¿ (dose and frequency not reported); however, the drugs were not medically confirmed. The patient was discharged from the hospital in the same month as admission and had recovered from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available. This is report 1 of 5 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).